Manufacturer narrative:
The customer requested that a field service engineer (fse) be dispatched to the customer site. The fse found the battery was depleted. The unit displayed a red x. The serial number of the battery is (B)(4). Battery was installed on(B)(4) 15. The battery end of life date the battery was calibrated two weeks in early (B)(4) 2017. The reported issue was confirmed and traced to the battery that was at its end of life. The battery was replaced and the device passed all performance assurance testing and was placed back in service.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device delivered two shocks to a patient in cardiac arrest then shut down. The patient may have been negatively impacted when the device shut down and the treatment was delayed. The incident occurred on (B)(6) 2017 at 20:24 in the patient's residence. The incident rhythm strip shows ventricular fibrillation and two shocks delivered: one at 20:33:03; the second at 20:35:00. At 20:37:53 a "battery critical" message was displayed. A second device was obtained and used to continue treating the patient but the patient did not survive the incident. The deputy chief reported that the patient's death was not attributed to the device behavior.